Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 20.5 diopter zlb00 intraocular lens (iol) was implanted in patient's left eye on (B)(6) 2015. The patient was having difficulty with the lens. Patient had ocular hypertension (ohtn), photophobia, periorbital aching and blurry vision. Optical coherence tomography (oct) was normal. Patient was prescribed medications to lower her intra ocular pressure (iop) and pred forte for the ache. Reportedly, on (B)(6) 2015 visual acuity was measured and there was no improvement. Visual acuity on (B)(6) 2015 was 20/50 sans corrected(sc) and manifest refraction (mr) was -0.50 +0.50 x 123 20/25. The lens was explanted on (B)(6) 2016, and replaced with a 19.25 diopter of a non-amo lens. On (B)(6) 2016, visual acuity was 20/20 and patient was off all drops, ohtn resolved and there were no complaints from the patient. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.